Event description:
Related manufacturer report number: 3006705815-2023-02235. It was reported that the patient experience ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Before the start of the procedure, imaging revealed that one lead had fractured.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
The report of ¿lead fracture, high impedance¿ was not able to be confirmed. Analysis of lead a found the lead was returned incomplete. Only the terminal end segment was returned, with an attached unknown anchor, and there were no broken wires observed.